Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative:an impella cp was inserted via the right femoral artery in an 81-year-old male with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage e, who initially presented several days prior with st-elevation myocardial infarction (stemi). The patient had a known medical history of coronary artery disease and underwent left anterior descending (lad) coronary angioplasty with ptca and stent placement. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. Prior to impella insertion, the patient required continuous bladder irrigation (cbi) following foley catheter placement due to clot formation. The patient experienced cardiac arrest and was taken emergently to the cardiac catheterization laboratory, where impella cp support was initiated, and the patient was subsequently transferred to the ICU. Cbi was restarted following impella placement, with urine noted to remain pink-tinged, and ordered volume replacement administered the following morning. During the course of support, the patient experienced hemolysis, and medical device removal was performed. Additional information received states that the hemolysis resolved. The reported events occurred in the context of advanced cardiogenic shock, critical illness, recent cardiac arrest, large-bore femoral arterial access, anticoagulation, and ongoing bleeding risk related to urinary tract instrumentation, all of which are recognized contributors to hemolysis and the need for device removal in critically ill patients. Comprehensive review supports these patient- and disease-related factors as plausible contributors to the reported event and did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
B1: added product problem h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.